Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen needed repair, the overlay was cracked and it was therefore replaced. Analysis further noted that it booted to a grey display and the media processing unit was replaced and the hard drive reimaged and the software reloaded and updated, both latch tabs were broken off the power cord bay door, there was a gap in the handle cover and it was broken inside the handle cover, the stylus was missing, three hinge plate screws were missing, the upper display hinges were loose and one screw was completely out, the upper hinge plate was cracked, the keyboard was missing its letter "o" key and the system fan was noisy. All found defective parts were replaced and the programmer passed its final functional and systems tests. Concomitant medical product: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer's screen needed to be repaired. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.